Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Reportable based on additional information received on 12-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mild right coronary artery(rca). A 28 x 4.00 promus premier stent was advanced but failed to cross the lesion. The procedure was completed with a 38 x 4 mm non-bsc device. No patient complications were reported. It was further reported that, during preparation, the stent got dislodged upon removing the stent's protective cover.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr, 4.0 x 28mm stent delivery system (sds) was returned. A visual examination found that the stent separated from the sds. The stent was damaged its entire length and stretched in the centre. As the stent was damaged the crimped stent profile could not be measured. A visual examination found that the balloon cones appear tightly folded with crimp stent markings visible on the exposed balloon wall indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The product stent protector was returned with the device and the inside diameter of the stent protector was measured and was within specification. A review of the batch records for the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on additional information received on 12-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortous and severely calcified mild right coronary artery(rca). A 28 x 4.00 promus premer stent was advanced but failed to cross the lesion. The procedure was completed with a 38x4mm non-bsc device. No patient complications were reported. It was further reported that, during preparation, the stent got dislodged upon removing the stent's protective cover.